Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The root cause for the endocarditis cannot be determined as information was requested but not forthcoming due to covid-19. However, the endocarditis may be related to the patient¿s co-morbidities or a pre-existing disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences (B)(6) affiliate, approximately 12 weeks post implant of a 23mm sapien 3 valve in the aortic position the patient received a surgical aortic valve replacement (savr) for infective endocarditis. The exact date of occurrence is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted as updated information was provided. The following section of this report has been updated: b5 (describe event or problem).

Event description:
As reported through our edwards lifesciences japanese tavi registry, approximately one-month post tavr, the patient presented with malaise and decrease in oral intake. Approximately ten (10) weeks post tavr, the patient became immobile and was admitted. On admission fever was noted, and infective endocarditis was diagnosed. Approximately 12 weeks post tavr, the patient received a surgical aortic valve replacement (savr). Clinical course after savr was favorable.